Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump alarmed no delivery on few sets and reservoirs during priming. Customer's blood glucose was 253 mg/dl. Customer was advised to do a set change. Manual prime with listen correct, manual prime with device correct, and fixed prime was correct. No further information reported.